Event description:
Additional information received reported that the hcp was planning on re-implanting a new pump last friday (2015-(B)(6)), but the patient still had a staph infection.

Event description:
It was reported that, in (B)(6) 2015, the healthcare provider (hcp) removed the pump and catheter due to ¿some sort of¿ infection. The approximate date of explant was indicated to be (B)(6) 2015. The hcp planned to replace the pump on (B)(6) 2015. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine. Additional interventions/treatment, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that perioperative intravenous (IV) antibiotics were administered. The hcp disconnected the pump catheter during the surgery. There was no clear evidence of infection per infectious disease after review of some extensive scar tissue, which was suspicious for infection. It reportedly could have been due to an issue of wound healing. The hcp was requested to see the patient on an urgent basis as they could not get a hold of the surgeon. The patient outcome was that the infection was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).